Event description:
Litigation alleges that patient suffers from a clicking feeling in the hip joint, difficulty standing and difficulty walking for a significant period of time. Additionally, it is alleged that patient has elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.